Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Three (3) pictures were available for investigation for this complaint, those were visually inspected. Result: in the pictures it was observed with a visible crack. The root cause of the reported issue was found to be undetermined. Actions were taken to mitigate the reported issue: personnel was notified of reported defect. Quality alert was issued for the defect.

Event description:
It was reported that the tube cracked on a smiths medical trach tube while customer was emptying ileostomy. No adverse patient effects were reported.